Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was feeling "little shocks" more frequently since the device was implanted and one episode lasted "30 minutes straight." The patient was encouraged to work with the physician and the device is still in use. No patient complications have been reported as a result of this event.